Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 583 mg/dl at work, and that her mother had to bring her insulin pens and take her home. The patient removed the insulin pump for three days and treated with manual insulin injections in order to get her blood glucose under control. The patient mentioned that the infusion set cannula was bent, and that she did not receive a no delivery alarm when the high blood glucose event occurred. The customer was advised to call the 24-hour product helpline and troubleshoot the insulin pump for the absence of no delivery alarm. No products were returned or replaced.